Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that on (B)(6) 2020 at 18:00, the large volume pump (lvp) was programmed as a primary infusion to run insulin at 4.15ml/hr continuously (100ml total in bag), however the bag infused faster than expected. This overinfusion required additional patient monitoring and administration of fluids containing glucose to counteract the event, however the patient did not require any other medical intervention. There was no patient harm.

Event description:
It was reported that (B)(6) 2020 at 1800, the large volume pump (lvp) was programmed as a primary infusion to run insulin at 4.15ml/hr continuously (100ml total in bag), however the bag infused faster than expected. This overinfusion required additional patient monitoring and administration of fluids containing glucose to counteract the event, however the patient did not require any other medical intervention. There was no patient harm.

Manufacturer narrative:
Additional information: a.1, d.10, d.11, h.3, h.6, h.10. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Additional information/updated: b.5.

Event description:
It was reported that on (B)(6) 2020 at 1800, the large volume pump (lvp) was supposed to be programmed as a primary infusion to run insulin at 4.15ml/hr continuously (100ml total in bag), however the clinician mixed up the bags and the pump was programmed to run IV fluids instead. Thus, the insulin bag infused faster than the clinician expected. This overinfusion required additional patient monitoring and administration of fluids containing glucose to counteract the event, however the patient did not require any other medical intervention. There was no patient harm.

Manufacturer narrative:
The customer reported a primary infusion to run insulin at 4.15ml/hr continuously (100ml total in bag), however the clinician mixed up the bags and the pump was instead programmed to run IV fluids instead. This was confirmed in the logs and the result of user programming. The review of the pcu event log identified 2 infusions of IV fluids (drug ID 1). The customer reported an incident date and time of (B)(6) 2020 at 6:00 pm. The pcu event log identified an infusion of IV fluids (drug ID 1) on (B)(6) 2020 at 6:08 pm. The log recorded the infusion programmed at a rate of 120ml/hr vtbi 500ml. The log shows the device alarms for air in line and then terminated by the user. The duration of the infusion was approximately 50 minutes and a calculated volume infused of 99.847ml. The pcu event log identified a second infusion of IV fluids (drug ID 1). Which was programmed on (B)(6) 2020 at 7:48 pm. At 8:18 pm, the infusion completes and enters kvo. The device is then channeled off. The calculated volume infused is 125.041ml. Testing performed on the source pump module found the device delivering IV fluids in specification. Inspection of the source device found no anomalies. The source pump module was being used for treatment. The root cause of the reported over infusion was identified as user error. The customer reported a mix up in IV bags which resulted in an infusion of insulin being delivered at a higher rate. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 07oct2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 22jul2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that on (B)(6) 2020 at 1800, the large volume pump (lvp) was supposed to be programmed as a primary infusion to run insulin at 4.15ml/hr continuously (100ml total in bag), however the clinician mixed up the bags and the pump was programmed to run IV fluids instead. Thus, the insulin bag infused faster than the clinician expected. This overinfusion required additional patient monitoring and administration of fluids containing glucose to counteract the event, however the patient did not require any other medical intervention. There was no patient harm.